Event description:
It was reported that the nurse had adult on therapy and the arctic sun device was alerting 02 and 113. Sn (B)(6). Tried to resume therapy, but device immediately stopped. Patient temperature (pt) was 33.7c, targeted temperature (tt) was 36c, water temperature (wt) was 26c, flow rate (fr) was 0lm. Had rn disconnect and reconnect the pads and listen for audible clicks. Confirmed there were no bends or kinks in the line. Device continued to alert immediately and stop therapy. Removed pads and placed device in manual control: circulation pump command (cpc) was 25 percent, mixing pump command (mpc) was 0 percent, heater command (hc) was 66 percent, inlet pressure (ip) was -7 & flow rate (fr) was 0.8lm. Explained this device needs to be sent to biomed because without pads circulation pump command (cpc) should be at least 50 percent and flow rate (fr) should be closer to 1.7lm. Possible flowmeter issue. Per follow up information received via phone on 06may2026, transferred to the biomed. Spoke with biomed who confirmed they received the device this morning, but no repairs have been made yet. They were waiting for another biomed to contact tech support.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.